Event description:
It was reported to manufacturer that the vns patient had surgery due to high lead impedance, dcdc = 7, which resulted from an unknown type of diagnostic test. Furthermore, the patient was not feeling normal stimulation of the device, up to 2ma output current. Evoked potential monitoring was used to analyze the stimulus wave form from the neck for verification of an electrical discontinuity, which did, according to the physician, reveal a lead discontinuity. The explanted portion of the lead and generator have been returned to manufacturer, and analysis is underway. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.